Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Correction: section d, serial number. H6: code 10, 3321, 61 removed. Pump serial number (B)(6) was not received for evaluation. If the device is ultimately returned, the supplemental will be submitted.